Event description:
It was reported by dealer that one of the motors is leaking oil on the m51p power chair. The dealer hasn't seen the chair yet. The consumers' son states the chair has been sitting for a couple of years. No additional information is available.